Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010: the patient presented with a preoperative diagnosis of degenerative disk with pseudoarthrosis/spinal stenosis. The patient had undergone a posterior spinal fusion in the lower lumbar region for a fracture after a fall in the 1970's. He has since had the instrumentation removed. He has now developed degenerative change and stenosis down below, as well as what looks like a non union. The patient underwent the following procedures: posterior spinal fusion, l3-s1; posterior spinal instrumentation, l3-s1; local bone graft with allograft support; anterior spinal fusion, l4-5; anterior spinal instrumentation, l4-5, perimeter cage; anterior spinal fusion, l5-s1; anterior spinal instrumentation, perimeter cage, l5-s1. After discectomies were completed, proper cage size was determined and rhbmp-2/acs was placed in the cage and taped into place gently with a very secure fit in the l5-s1 and l4-5 region. Following break off of set screws, surgeon decorticated throughout and placed allograft and local bone graft in the area. No complications were reported. The patient's post-operative period was marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation.